Event description:
In 2009, a doctor alleged to sybronendo that patients experienced allergic reactions to the pulp canal sealer ewt and that one patient experienced pain and discomfort from a treatment performed in 2007. The doctor alleged that in 2008 that patient required an exploratory surgery at the root tip of the patient's tooth in order to determine the cause of the discomfort because the x-rays did not show what the problem was.

Manufacturer narrative:
Several follow-up attempts were made to obtain additional information from the doctor; however, the doctor remained unresponsive. The alleged reported incident could not be confirmed.